Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced clinician not alerted/aware of possible patient fall condition. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device reported was evaluated and after investigation, more information was reported that escalated this event to a serious injury and will be reported under MFR report #0001831750-2024-00697.

Event description:
This report summarizes 0 malfunction events, where it was reported the device experienced clinician not alerted/aware of possible patient fall condition. There was no patient involvement.